Event description:
One of the pumps (sn unk at this time) has crystalization inside it and is non functional. No adverse event resulted. Reported by (B)(6), rn. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: pah.